Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose level was 600+ mg/dl. The customer stated that she has been receiving no delivery alarm all night and morning. The customer was advised to run additional 5u fixed prime. The customer declined to run additional 5u fixed prime.